Event description:
Cpi reopened this event after a cross-functional investigation and this ICD was identified as being part of a trend that generated a safety alert on december 4th. The physician was notified of this safety alert on 12/9/1998.